Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was a problem with the heartstart mrx defibrillator etco2 door. There was no patient involvement.